Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, the physician attempted to deploy a vasoseal es. The physician had difficulty advancing the tissue dilator down through the tissue tract. The physician pulled on the loctor while advancing the tissue dilator. The physician was then unable to retract the j segment or remove the locator and dilator through the sheath. The locator was advanced forward and then both the locator and tissue dilator were removed and two collagen plugs were deployed. Following the procedure, the locator was inspected and the j segment was missing. The j segment was seen in the artery about mid-thigh on the right side. The j segment was left in the pt and was not removed. The pt was discharged that same day and no further complications were reported.